Manufacturer narrative:
(B)(4). The reported complaint of "pump alarmed helium leakage" is not able to be confirmed. No iabp part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported ", the pump alarmed helium leakage. Upon inspection, it was confirmed that helium was leaking from the pump. The issue was resolved by replacing another pump. The patient experienced no discomfort, and no adverse effects were observed". The patient's current condition is reported as "fine".

Event description:
It was reported ", the pump alarmed helium leakage. Upon inspection, it was confirmed that helium was leaking from the pump. The issue was resolved by replacing another pump. The patient experienced no discomfort, and no adverse effects were observed". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)